Manufacturer narrative:
After the system became unresponsive, the medtronic representative had difficulty restarting it. The representative removed the exam through a linux command, however, after doing this, an error message was observed stating "input/output error". The rep then went through the physical file structure in admin to drag the exam to trash. It was later determined that the system had to be replaced as this failure indicated a bad sector on the hard drive. The damaged system was sent back to the manufacturer for further analysis. The results of the analysis have not been reported.

Event description:
A medtronic representative reported that the software became unresponsive after trying to load a patient mr exam. No patient was present during the time of the reported incident.

Manufacturer narrative:
Analysis on the returned system was completed by medtronic personnel. Testing found that a hard drive error occurred due to bad sectors appearing during testing. However, the navigation system performed as intended during testing. The medtronic personnel were unable to replicate the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.